Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information b3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: effect of transcatheter closure of the ductus arteriosus on right ventricular function in preterm neonates.

Event description:
The article, "effect of transcatheter closure of the ductus arteriosus on right ventricular function in preterm neonates", was reviewed. The article presented a retrospective, single center study to compare right ventricle (rv) function on echocardiogram before and soon after transcatheter closure of patent ductus arteriosus (pda) in preterm neonates. Devices included in the study were solely amplatzer piccolo. The article concluded that among preterm infants with a pda, transcatheter closure was associated with significant short-term improvement in rv systolic function. These data provide novel intriguing insights into the potential benefit of unloading of the rv through device closure in this population. [The primary and corresponding author was girija natarajan, division of neonatology, children¿s hospital of michigan, 3901 beaubien blvd, detroit, mi, USA, with corresponding email: gnatara@med.wayne.edu] the time frame of the study started in 2017 and ranged over a 5-year period. A total of 110 patients were included in the study, of which all received an abbott device. The average age was 29 days, the average weight was 1.073 kg, and the majority gender was male. Comorbidities included preterm birth and patent ductus arteriosus.

Manufacturer narrative:
Summarized patient outcomes/complications of effect of transcatheter closure of the ductus arteriosus on right ventricular function in preterm neonates were reported in a research article in a subject population with multiple co-morbidities including preterm birth and patent ductus arteriosus. One of the complication reported was regurgitation; this complication is anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: effect of transcatheter closure of the ductus arteriosus on right ventricular function in preterm neonates.

Event description:
N/a